Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c37, that has a similar product distributed in the us, list number 01l79. (B)(4).

Event description:
The customer questioned (B)(6) architect anti-hcv results of (B)(6) for a patient that tested (B)(6) the previous two years. No adverse impact to patient management was reported. (B)(6).

Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely cause lot. Historical complaint tracking and trending report review determined that there are no adverse trends and no related non-statistical trends. A retained kit of architect anti-hcv reagent, list number 6c37-37, lot number 49166li00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate reagent sensitivity, additional 4 replicates of positive control were tested. Positive control values met specifications and the results were in the typical range and no false negative result was obtained. In addition, the clinical sensitivity was evaluated by testing two sensitivity panels. The panel values met specifications and all generated results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9041 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. A review of labeling concluded that the issue is adequately addressed. Based on the investigation, it was determined that the architect anti-hcv reagent lot, identified in this complaint, is performing acceptably. No deficiency or malfunction was identified.